Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the wolf port on the mlx 300w xenon lightsource (00mlx) has burn marks on it. It is unknown under which circumstance this event was discovered; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource found that the wolf port on the turret was burnt, the mirror holder and mirror inside the unit were damaged, along with the left side panel. In addition, the unit failed lumens test. The turret, mirror, mirror holder, left side panel and the lamp have been replaced to correct these issues. Root cause analysis: the returned xenon lightsource was received in used condition. Evaluation identified damage to the heat mirror and mirror holder due to rough handling/environmental damage. Damage to the heat mirror would lead to overheating and the issue of burn marks. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.